Event description:
Philips received a complaint on the tele mx40 patient worn monitor indicating that appearance of red alarms that go off automatically without operator intervention. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: analysis was performed by onsite and remote service personnel which included talking to the customer, testing of the device and log history review. The results of the analysis were that the field service engineer (fse) who was dispatched onsite confirmed he has verified that the red alerts are appearing correctly and no anomalies are detected. The alarms are displayed without automatically turning off. The log review has also been performed, and no issues are found. However, the telemetry software has been reloaded and the department has been shown how to perform correct arrhythmia reacquisition. The customer has agreed the system is working to its specification and ready to use. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was that a new approach has been attempted by the customer for remote resolution. In all likelihood, the red alerts, which were initially silenced regularly, are periodically re-sent with an alarm condition that does not resolve. This alert also silences itself until the alarm condition resolves. The issue was resolved by showing the department how to perform correct arrhythmia reacquisition. A review of the service history for this device shows the problem has not been reported again for this device.